Event description:
It was reported that the connection between the infusion set and the reservoir was too loose, causing insulin to leak from the bottom of the reservoir. It was reported that the customer had thrown away the reservoir that had leaked. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.